Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the damage on charge-coupled device (ccd) unit in endoscope connector, the color tone of the image is not proper. Additional findings were as follows: due to damage on ccd unit, a noise image occurs, due to damage on ccd unit, the specified resolving power is not obtained, the video connector is deformed, and the adhesive on bending section cover has a chip. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the endoeye flex deflectable videoscope generated a noise. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: damage on charge-coupled device unit in endoscope connector, and the color tone of the image is not proper. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed irregular image color/tone issue could not be determined, however, the issue was likely the result of damage to the image sensor unit, including disconnection, external factors and or a circuit board component malfunction, due to repetitive use stress and or user handling/mishandling. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.